Event description:
Patient with a very small focal infrarenal aneurysm that was showing his legs with thrombus clot. The patient's distal aorta was too narrow (13 mm) for a 3-piece system so the surgeon decided to line the aorta with zenith aortic cuffs. The plan was to land one main body extension in the patient's distal aorta first, then deploy a renu cuff at the level of the patient's renal to extend into the main body extension with a 1.5 stent overlap. With the distal trigger wire still in place, the top cap of the renu would not deploy. As the surgeon was attempting to advance the inner cannula, the graft suddenly broke loose from the grey positioner and the graft advanced above the celiac, sma, and both renals while the suprarenal stent never deployed. The physician attempted for nearly 4 hours to bring the graft down below the patient's renals. The top covered stent mushroomed out and got caught on the orifice of the renal, not allowing the physician to bring it down into position. The patient was then wheeled from the lab to the or where he was converted to open surgical repair and the graft was surgically explanted. A fogerty clamp was placed around the graft to clamp it together with the inner cannula so that the suprarenal stent would not accidentally deploy during explant. The cannula was then cut in two with cutters and the graft removed.

Manufacturer narrative:
Event evaluation: still under investigation.